Event description:
During a meniscal repair the plastic retaining ring on the inserter needle fell off into the joint space. All was retrieved and the case was completed successfully without further incident or harm to the patient.